Event description:
It was reported that during a shoulder procedure using a quantum 2 controller with an ambient megavac 90 wand, the wand stopped working and the controller displayed a hardware malfunction error. Another ambient megavac 90 wand was opened but yielded the same results. The case was ultimately finished after an hour delay, using backup equipment. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the devices in question were not returned for evaluation. Thus, the customer's complaint could not be verified nor could a root cause be determined with confidence. The quantum 2 controller associated with complaint event has been returned for visual and functional testing. Functional evaluation revealed there is no voltage output due to an electronic component failure on the main board inside the subject controller. Therefore, this will cause the wands to cease to function.